Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. X-ray revealed that the ipg was implanted too deep. The patient underwent a pocket revision wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.